Manufacturer narrative:
Event date unknown. Initial reporter phone: (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not required. Functional testing was able to replicate and confirm the reported issue; lec 1310 was found during power up. The root cause was unknown. The error code was deleted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code ¿lec1310¿. It is unknown if there was patient involvement, no adverse patient effects were reported.